Event description:
It was reported that during an rfa procedure, multiple probes were not reaching temperature. Troubleshooting was done but the issue persisted. The procedure was abandoned. There were no adverse patient consequences.

Manufacturer narrative:
It was reported to abbott a nurse called technical services (ts) and requested a local rep contact them right away concerning an rfa ipg not coming up to temperature. Ts confirmed the device was plugged into a regular wall outlet with no extension cords were being used. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.